Event description:
A peritoneal dialysis patient has reported a small amount of dialysis solution is leaking out of the cassette and into the cycler. There is no report of pt ill effect. There is no sample available for evaluation.